Event description:
Reference manufacturer number: 1627487-2019-06309. It was reported that the patient was experiencing ineffective stimulation. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the leads were explanted and replaced. The issue was reportedly resolved postoperatively.